Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported a left side deflation. Legal representative later reported "increased risk of alcl," "fear of increased risk of alcl," "evaluation of alcl," "chronic inflammation," "pain," "seroma," "depression," "significant disfigurement," "asymmetry," "supportive care for explant," "subcellular changes," "aggravation of underlying conditions," and "other significant and ongoing injuries." Legal representative also reported "weight gain," "chronic insomnia," "reflux," and "chronic headache" which are not device related. Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.